Event description:
Same case as 2134265-2008-01199. It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, hair loss occurred. The physician implanted 2 taxus express2 drug eluting stents, unknown sizes, to an unknown vessel. The patient has experienced "hair falling out since the insertion." Additional information regarding this event has been requested, but denied.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. As the batch number is unknown, a review of the manufacturing records could not be carried out. The root cause will be documented as undeterminable. A CAPA has been initiated to address this issue.